Manufacturer narrative:
According to the facility when attempting to bolus medication through the epidural catheter the pump will alarm and not deliver the medication. Per the facility when this occurs they will replace the catheter and upon examination 'the catheter has migrated out of the epidural space' and the patient 'does not appear to be getting an adequate epidural block from the catheter in place'. The sample is available but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility when attempting to bolus medication through the epidural catheter the pump will alarm and not deliver the medication.